Manufacturer narrative:
The device's software was re-loaded by the customer to address the issue.

Event description:
The manufacturer rec'd info alleging a ventilator was alarming for low flow. There was no harm or injury reported.